Event description:
As reported by the field clinical specialist (fcs), during a transcatheter mitral valve replacement (tmvr) procedure, a 29 mm sapien 3 ultra resilia valve was implanted within a previously placed non-edwards surgical valve. During advancement of the delivery system through the sheath, increased push force was required. Fluoroscopic imaging revealed that the valve had perforated the sheath wall or seam and had exited the sheath mid-way through advancement. The team noted sheath buckling and visible valve protrusion upon encountering resistance. The delivery system and sheath were subsequently withdrawn together without further complication. A new sheath, valve, and delivery system were prepared and inserted without issue. The procedure was completed successfully, and the patient remained in stable condition following the intervention. The devices involved will not be returned for evaluation. Follow-up with the fcs indicated uncertainty regarding whether the sheath may have been inadvertently inverted or whether vessel tortuosity contributed to the event. It was also noted that the delivery system became lodged at the blue portion of the sheath shaft.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery review of the returned device revealed that the liner was torn, beginning at the distal strain relief and extending through the entire shaft length. The flex catheter was visible through the torn liner distal to the strain relief. The distal end of the commander delivery system (ds) and flex tip had exited through the torn liner at the distal sheath shaft. The transcatheter heart valve (thv) was observed to be shifted distally, positioned over the triple marker. Based on the captured imaging angle, no visible damage was noted on the valve itself. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a punctured liner was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during advancement of the delivery system through the sheath, increased push force was required. Fluoroscopic imaging revealed that the valve had perforated the sheath wall or seam and had exited the sheath mid-way through advancement. The team noted sheath buckling and visible valve protrusion upon encountering resistance. Follow-up with the fcs indicated uncertainty regarding whether the sheath may have been inadvertently inverted or whether vessel tortuosity contributed to the event." Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification." In this case, it was reported that tortuosity may have contributed to the reported resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push forces coupled with non-coaxial advancement trajectories can lead to liner puncture due to direct interaction with crimped valve (e.g. Catching of bent strut). Additionally, it was also reported that the sheath "may have been inadvertently inverted," which may also further contribute to resistance and non-coaxial advancement. Per the training manual, "orient the sheath appropriately and maintain orientation for the duration of the procedure." If torquing of the sheath was carried out during system advancement, it could cause increased interaction between the devices, leading to resistance and liner puncture. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (torquing the sheath, valve caught on liner, device manipulation/high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.